Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported separation could not be determined. Possible factors that may contribute to a separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 3.50x20mm nc trek neo rx balloon dilatation catheter was removed from its dispenser coil, the proximal shaft was separated into two pieces close to the hub. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.